Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: (B)(6) 2016: power consumption below normal operating range. Additional notes: low flow alarms have been logged at the following times: (B)(6) 2016 at 08:48:31; (B)(6) 2016 at 20:34:29. The low flow alarm limit is currently set to 1.5 lpm. Two vad disconnect alarms have been logged on (B)(4) at the following times: (B)(6) 2016 at 11:40:22; (B)(6) 2016 at 15:22:33. Seventeen critical battery alarms have been logged since (B)(6) 2016 on (B)(4). Twenty-nine controller fault alarms have been logged since (B)(6) 2016 on (B)(4). The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. This is report one of four reports (3007042319-2016-01400, 01401, 01402, and 01403) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the us that a patient was at an assisted living facility and was found dead on (B)(6) 2016. The patient was observed and received suction of her track at around 3am. At 6 am for morning rounds, the patient was found disconnected. There was an attempt to reconnect her but low flow alarms occurred. She was pronounced dead over the phone by local ed physician around 8 am. The patient was transported attached to batteries and alarming all the way to the medical examiner's office in (B)(6). Pump powered down by medical examiner. The implanting center said it was difficult to get details over the phone but "it sounds as though she was disconnected from power." Log files were collected from the controller and showed the patient was operating within normal range until 06:15:54. At this time the patient was running on one nearly full battery and ac power. Log files show as approximate time of 2.5 hours of pump off time. The controller was powered back up at 08:48:20 with a different battery and ac adapter. The patient's family refused to have the autopsy completed and therefore only a "visual inspection of the body" with all equipment hooked up was performed. Therefore there is no "definitive cause of death was noted by the medical examiner." The device will not be returned to the manufacture but the controller, ac adapter and 2 batteries are scheduled to be returned for evaluation. No additional information is available at this time.

Manufacturer narrative:
One controller, two batteries and a cac adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the devices revealed that the devices met specifications. The batteries and the cac adapter passed visual examination and functional testing in the lab. A chronological analysis of the events indicate that around midnight on the eve of (B)(6), the patient had battery (B)(4) connected to port 1 and replaced (B)(4) with a cac adapter in port 2. The devices performed normally, without any types of alarms up until 6:15:54. At or around that time, both power supplies were disconnected from the controller -as indicated by the lack of entries- for about 2 hours and 33 minutes. The logs do not register any alarms or malfunction. At around 8:00 a.m. The local ed physician declared the patient as dead (as per event details). The next entry in the events log of the controller occurs at 8:48:20 with a controller power-up entry and a subsequent motor start six seconds later (8:48:26). The data logs show that at 9:03:19, (B)(4) (which shows a 54% charge) was reconnected in port 1 and the cac adapter is connected in port 2. The cac adapter was removed an hour and 30 minutes later and was not replaced with another power source. The patient remained with (B)(4) as the only source of power until the battery reached 10% relative state of charge (rsoc). Once this occurred, the controller alarmed a critical battery alarm. Further depletion of the battery triggered a controller fault alarm, of type sys_uic_power_out_of_range, which indicates that the battery dropped below 12v. This is not a device malfunction but rather a safety precaution to alert the patient/caregiver to urgently change the battery. Lab analysis revealed (B)(4) performed as intended during bench testing. The most likely root cause of the reported loss of power cannot be conclusively determined; it's possible the patient inadvertently disconnected both power sources. Log file analysis determined that the critical battery alarm and controller fault alarm was the result of the battery falling below 10% rsoc without a secondary power source attached. Although the circumstances leading to the double disconnect cannot be conclusively determined, the user's interaction with the device and clinical condition are likely contributing factors. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Clinical factors that may have contributed to the patient's outcome related to the event involve decreased perfusion of the body's vital organs eventually leading to an anoxic state. The root cause of the reported event cannot be conclusively determined however there are patient, procedural, and pharmalogical factors that may have contributed to this event. This is report one of four reports (3007042319-2016-01400, 01401, 01402, and 01403) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.